Event description:
It was reported that the patient almost died from withdrawal in prison due to a missed refill, 2004. The reporter stated the drug started with a ¿d¿ and thought it was either dilaudid or demorol. Interventions, drug and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l35398, implanted: (B)(6) 1996, product type: catheter. (B)(4).